Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had difficulty converting the induce arrhythmia. Due to the large size of the patient¿s chest, it was not possible to move the device more dorsally as the electrode was too short. The electrode was repositioned from the left side of the patient¿s chest to the right side however the sensing decreased. The procedure was completed and boston scientific technical services (ts) was consulted. Ts noted that the electrode does not appear to be lying on the facia plane and that electrode relocation could improve defibrillation threshold (dft) values as adipose tissue below the coil is known to impact dft efficacy. Additional information received indicates that dft testing was performed again and was unsuccessful in converting the induced arrhythmia. Updated x-rays confirmed that the electrode is not deep enough and ts recommended repositioning it. Per the patient¿s request the s-ICD system was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.